Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 119mg/dl. System check was performed and the pump performed as intended. The customer declined to remove the infusion set site to inspect the cannula. The customer closed the occlusion alarm and resumed insulin delivery. The customer stated that if another occlusion alarm announced, then they would change out their infusion set site.